Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the head was worn out, a foggy image occurred, the endoscopic image could not be displayed, poor watertightness of the cable unit, and corrosion was presented on the head unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: exposed wire due to head unit worn out, damage on coupler unit and poor water tightness of cable unit, which resulted in the endoscopic image not being displayed. In addition, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunction: due to corrosion on head unit, a foggy image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had an exposed wire. The issue occurred during maintenance. There were no reports of patient involvement